Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Device evaluation summary: the speedband superview super 7 was not returned for analysis. The customer provided a picture where the device label information can be observed, however it is not possible to confirm the reported events of bands failure to deploy and device device difficult to setup or prepare. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a procedure for the treatment of esophageal varices on (B)(6) 2025. During the procedure the speedband superview super 7 failed to deploy off ligator. The trip wire made and odd noise during device setup. The procedure was completed with an another speedband superview super 7. No patient complications were reported as a result of the event.